Event description:
Revision surgery performed on (B)(6) 2013. Surgery was for l5-s1 hardware removal because the locking screw and locking cap came off the rod. The rod is no longer in the head of the screw at s-1. The rod remains implanted and the rod part information is unavailable. The patient was sent to recovery after the locking screw and locking cap was removed. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment not diagnosis. A product design event evaluation was performed on the returned devices. The titanium pangea locking cap part 04.620.000 was returned. The locking cap 04.620.000 is found in the pangea degenerative spine system technique guide j6418c. The cap initially locks to the polyaxial head to prevent the rod from fully releasing from the screw head while allowing it to slide freely. When the construct is complete, the locking cap is tightened with a 10nm part 03.620.061 in order for the rods to be fully secured for a rigid construct. The locking cap was received assembled with 6.0mm titanium pangea polyaxial screw still locked in place. On the locking cap the preset torque indication band has been broken per visual inspection. The sleeve has a large wear area in the rod slot with no wear on the opposite side of rod slot, there is wear on saddle on opposite side of wear on sleeve, which could indicate the rod was not in alignment with the body during tightening. A review of the most current edition of the design drawing was performed and there were no changes made to the titanium pangea locking cap and the pangea body screw assembly. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint could be caused by inappropriate locking torque applied, applied load exceeds design of assembled construct. It is possible that the surgeon did not perform final tighten of the locking cap during the initial surgery. This can lead to the rod slipping as described in the complaint description. There is no information regarding the initial technique used during the original procedure. The surgeon may not have fully tightening the locking cap with the torque limiting handle. There is no indication of it the torque limiting handle was used during the initial surgery to perform final tightening of the locking cap. This complaint is indeterminate from a design perspective. Placeholder.

Event description:
New information received indicates that the patient has a history of fusion surgery on (B)(6) 2011 and a second surgery of lumbar hemi-laminectomy on (B)(6) 2012. It is reported that the original implant date was (B)(6) 2012. The surgery on (B)(6) 2012 involved no implants. It is also reported that allograft and dbx were used in the fusion surgery and that bmp was used as adjunct to the fusion all in the surgery on (B)(6) 2011. A CT scan was performed on (B)(6) 2013, and revealed the separation of the screw and locking cap from the rod. Post-operative patient care from the surgery on (B)(6) 2013 included the patient utilizing a lumbar brace when out of bed approximately 16 hours per day for 6 to 8 weeks. It is reported that the patient is still under the care of the surgeon.